Manufacturer narrative:
Patient: no consequences or impact to patient (B)(4); (B)(4) device: high test results (B)(4); (B)(4) evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated elevated architect ca125 result (135 u/ml) on the architect i2000sr with a patient specimen. The specimen repeated with the lower expected ca125 results (36, 30 u/ml) at another laboratory with the architect i2000sr. At another lab the specimen tested 21 u/ml with the architect ca125 on the i1000sr, but 146 u/ml with the architect i2000sr. The falsely elevated architect ca125 result was not reported outside of the laboratory. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
To investigate the customer concern, the investigation team first reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. During the review of this data the investigation team did not observe unusual activity related to the customer observation. To evaluate the assay's performance, the investigation team tested 3 internal ca 125 panels with reagent lot, 96131m500 on an architect instrument. The ca 125 panels are targeted to a known concentration and the panels were within the respective specifications, which demonstrates that the assay can accurately detect a known concentration of ca 125. Although the investigation team were unable to find an exact cause of the results the customer observed, the accuracy testing indicates the reagents are performing acceptably. Based on this investigation, it has been concluded that the architect ca 125 ii assay is performing acceptably. No product deficiency was identified.